Event description:
The user reported that while changing the fluid during an infusion of dextrose and magnesium, the filter became disconnected from the set. No pt harm occurred. The set had been in use for 15 minutes at the time of the event. Although requested, no add'l info was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the MFR. The device has been requested for investigation but not rec'd to date. A follow up report will be submitted if further info is obtained. The mfg database was reviewed and no quality issues were noted during production build for the involved lot and the failure mode reported.